Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm with out low battery alarm. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. Customer reported that insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running. Customer was able to successfully clear the alarm. Customer was able to complete the insulin pump rewind. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.